Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. P1501dr implantable pulse generator 2005-07-01 5076-45 implantable pacing lead (B)(6) 2005; 5068-45 implantable pacing lead (B)(6) 1998; 5034-52 implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient presented with severe tricuspid regurgitation. The physician felt it was from the right ventricular lead implanted in 2005. The lead was explanted and not replaced. The physician implanted a new single chamber device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a cosmetic depression and breach due to a depression while in vivo. The analyst commented, the outer insulation breached/depression/in-vivo was found. This is not related to the complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.